Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month post implant, the right ventricular (rv) lead exhibited high thresholds and an rv lead repositioning was attempted. During the procedure, the helix of the rv lead would not screw in or out. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the lead helix would not extend due to the driveshaft lug being stuck on the retraction stop. The helix of the lead was extrinsically compressed. There was blood on the distal conductor of the lead and it was obstructed. Blood was observed on the sleevehead of the lead. Blood was observed on the shaft seal of the lead. The analyst noted the helix did not extend due to driveshaft lug being stuck on the retraction stop. There was found blood ingress in lead coil lumen without the insulation breach. Blood entered from the distal end of the lead through the sleevehead and the driveshaft seal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.